Event description:
Tubes do not always draw 4.5 plus or minus 10% ml. Rptr has observed some short draws. Hospital has reported 3 erroneous protimes on coumadin pts because of the short draws. Rptr now checks carefully the volume of each draw. In evaluating this problem, it must be noted that hospital is located 5000 ft above sea level, but this problem is sporadic.